Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced slowness issue during sign. A technical support specialist (tss) dialed into the station, verified medication application logs and noticed errors. The tss then dialed into the server and verified that the identity server logs contained no errors. Domain details were confirmed, and when testing the port 389 connection from the station, it resulted in a port failed error. Previous cases indicated that versions of the enterprise server above 1.6 required port 389 to be enabled, so tss guided the customer to reach hospital information technology (it) team to check the port configuration. The customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated and guided the customer to resolve the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had slowness issue during sign in. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.